Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with diffuse lamellar keratitis in the right eye. One day post lasik. Patient was started on an oral steroid and topical steroid drop dosage was increased. Patient noted the feeling of pressure in the right eye. Upon follow up, symptoms were reported to be resolved. No complications reported. Patient is satisfied with results.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Technical root cause could not be determined as the device is performing within specifications and as intended. (B)(4).